Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer had nausea and hot flash. The customer reported that they feel okay for troubleshooting. The customer stated that they went to change out the set, and noticed that a couple of the sets were bent. The customer reported that the insulin pump system was been in use within 48 hours of reported high blood glucose event. The customer does not allege that the insulin pump was under delivering. The insulin pump was in automode at the time of the incident. The customer reported that they do not have a back-up plan available. The insulin pump will not be returned for analysis.